Manufacturer narrative:
Correction for original g3: date received by MFR: (B)(6)2023 (previously submitted as (B)(6)2023) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between june 19 - 21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid in the device's bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient during use. The infusion completed after 25.5 hours; however, the device did not move for a long period of time. The device was filled with benzylpenicillin sodium 7200 mg and citrate buffer in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.